Event description:
(B)(6) 2024, patient had an acute onset of left knee pain after a fall. He has a history of a left total knee arthroplasty on (B)(6) 2011. On (B)(6) 2024, x-ray films revealed a broken tibial baseplate, medially. On (B)(6) 2025, left total knee arthroplasty revision.